Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was returned stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. The devices tip was dissected to investigate the reason of the sticking issue, it was noticed that the bushing was clogged with teflon from the guidewire. When the bushing becomes clogged with teflon it will restrict the movement of the guidewire resulting in the guidewire sticking. It was noticed that the guidewire used during the procedure was a spider filter wire. This wire is not on the compatible guidewire list. If the customer site used a non-compatible guidewire they may experience guidewire issues. Functionality was checked by setting up the device on the jetstream console and the device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a medtronic spider filter wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the catheter became stuck on the filterwire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). A contralateral approach was used to access the lesion and the catheter was advanced. During the procedure when rex mode was switched to atherectomy mode for the last atherectomy run, the catheter became stuck on the non-bsc filterwire. The filterwire and catheter were removed together from the patient. Drug coated balloon angioplasty was completed. There were no patient complications reported and the patient had a good result.